Event description:
It was reported by svc report that the fowler drifted when weight was applied. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler clutch (oil dropping from motor gear box to the clutch).